Manufacturer narrative:
The insulin pump was received with no escape and act buttons response due to corroded keypad traces also, moisture damage was found on the electronic and motor assembly. Unable to perform functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement due to no escape and act buttons response. The insulin pump had minor scratched display window, cracked case at the display window corners and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump buttons were not responsive after the insulin pump was submerged in pool water. The blood glucose reading was 65 mg/dl. The insulin pump will be replaced and returned for analysis.